Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that a note was left by the scheduler that indicated, per the patient, "it's no longer working but there was a still a lead that needed to be pulled. Technical services (tss) attempted to confirm the statement and the caller then indicated it said "but there's still needs a lead that got pulled". The caller didn't have any further details about what this meant. The caller was not with the patient. The caller provided the implanting healthcare provider (hcp) but didn't know if they were currently managing patient.

Manufacturer narrative:
B3: date is asked, unknown. Continuation of d10: product ID 3889-28; lot# va20l1n; implanted: (B)(6) 2019. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 17-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They reported that the patient received an email, but they were disable so they didn't understand the questions. They were going to call back once they were with the patient. They also reported that the interstim system was working for patient until the lead pulled loose. Caller further stated that the patient wishes to have the interstim removed in order to have MRI of the head for chronic headaches. However the implanting doctor would not remove the interstim until the patient lost weight. Caller noted patient weighs 400lbs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.